Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was the caller stated the patient was implanted (B)(6) 2021 and discharged. Then, either on (B)(6) 2021 or the morning of (B)(6) 2021 the patient fell.  On (B)(6) 2021, the patient could not feel their legs, exhibited tremors, and couldn't use their arms because they were weak. The caller was not with the patient. Ts reviewed MRI guidelines. Advised to determine which implant patient has and then they can enter MRI mode for eligibility. Additional information received. Health care provider (hcp) reported patient had no weakness or hyper reflexia. Patient did have upper extremity tremor with arms extended, and mild ataxia. Issue is resolved. Patient had replacement of paddle from top of t6 to top of t8. There were post op x-rays from original surgery that showed paddle at top of t8. Paddle moved to original position.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.